Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation of the returned delivery system revealed that the balloon is slightly unfolded but shows no signs of inflation. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers. The stent was not returned for analysis. Review of the angiographic material did not lead to any further information regarding the nature of the complaint since the actual complaint event is not visible. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
Pci to the proximal lad and lm. After pre-dilatation the orsiro drug-eluting stent system was advanced inside the lesion but could not be pushed further. Thus it was decided to remove it. During removal the stent dislodged from the balloon. Eventually it was crushed against the vessel wall by using a balloon.